Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, pain, swelling, asymmetry, diagnosis of alcl, mental anguish and fear of alcl recurring.

Event description:
Healthcare professional reported "diagnosis of alcl, mental anguish and fear of alcl recurring alcl, increased risk of recurring alcl, explant, capsulectomy, reconstruction, pathological evaluation and diagnosis of alcl, seroma, pain, swelling, asymmetry, removal of ovary due to suspicion of lymphoma, anxiety; and other physical and emotional manifestations that are severe and ongoing" against device. The device has been explanted.